Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, the proximal part of the proximal femoral nail antirotation nail broke after being inserted on (B)(6) 2013. There was a new surgery of the fracture, removing the nail and putting in a total hip prosthesis. There was also a delay of return to professional activity for the patient reported. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Corrected data: event date previously reported in error, corrected in this report to unknown. Contact name changed to (B)(6).

Manufacturer narrative:
According to the additional investigation, the nail was received broken at the blade hole. The dimensions of the investigated pfna were checked using a digital sliding calliper and were found to be in compliance with the technical drawing and specifications. When examining the proximal fracture surfaces of the pfna using the scanning electron microscope (sem), macroscopic lines of rest are documented and are a sign for a fatigue failure. Based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided high dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The pfna could not resist the applied force which finally led to the material overload or fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.